Event description:
It was reported to philips that the device experienced a shock equipment malfunction. There was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and confirmed the shock malfunction. The device after exam needs a therapy pca, processor pca, and a high voltage capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca, processor pca, and the high voltage capacitor. The customer was given part number and pricing for replacement parts. No further action at this time.

Event description:
It was reported to philips that the device experienced a shock equipment malfunction. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.